Manufacturer narrative:
The device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, minimal information regarding this valve replacement was received and subsequent attempts to get additional information have been unsuccessful; therefore, the root cause for explant of this device remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards has learned of a valve-in-valve procedure to replace an existing 27mm aortic pericardial valve that had been implanted in the pulmonary position for approximately five (5) years and two (2) months. The reason for replacement has not been provided. A sapien xt was successfully implanted in the pulmonary position. Patient status is reported as stable.